Event description:
The following was reported to kci by the nurse: on (B)(6) 2011, the nurse indicated there was adhered v.a.c. Granufoam from the base of the wound. A dressing change has not been performed for more than two consecutive dressing changes, contrary to MFR's labeling. Add'l info received on (B)(4) 2011 from the home health nurse: the nurse was unable to remove all of the v.a.c. Granufoam from the base of the wound. The pt was sent to the hospital for surgical removal with anesthesia. The surgeon was able to remove all the v.a.c. Granufoam and v.a.c. Therapy was restarted.

Manufacturer narrative:
Device labeling, available in print and online, states: wounds being treated with v.a.c. Therapy system should be monitored on a regular basis. In a monitored, non-infected 48 to 72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing change intervals should be based on a continuing eval of wound condition and the pt's clinical presentation, rather than a fixed schedule. If dressing adheres to wound, consider introducing sterile water or normal saline into the dressing, waiting 15-30 minutes, then gently removing the dressing from the wound. Consider placing a single layer, wide-meshed, non-adherent material prior to placement of the v.a.c. Dressing.